Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. And no additional information was received regarding the outcome of the event.